Event description:
Rptr has chronic pain when sitting, when standing and when walking. He has headaches, weight loss and inability to think straight. He still has this but not to as high degree since removal.